Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 464 mg/dl. The customer had symptoms such as urination and diabetic ketoacidosis. The customer treated with bolus through the insulin pump. Customer's blood glucose value was 276 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The high pressure test was not performed. The product will be returned for analysis.